Manufacturer narrative:
Film evaluation results are: a review of pre-implant 3d film <(>&<)> planning report revealed that the patient had a calcified and thrombus filled infrarenal aorta. The neck diameter just below the lowest left renal measured 25mm, and ranged from 24 ¿ 27 ¿ 29mm in diameter along the 1cm neck length. There was significant calcification noted at the renal arteries. The distal aortic diameter was 25 x 34mm and calcified. The rcia flow lumen diameter ranged from 12 ¿ 21mm, and a possible dissection was observed. The lcia diameter ranged from 13 ¿ 27mm. The patient also had a 43mm diameter taa within the descending thoracic. Review of a single still transverse CT slide revealed that one of the stent grafts, possibly an aortic cuff, was seen severely radially infolded. The device type/size and location within the patient could not be determined from this single slice. The amount of infolding also could not be determined (no visible scale on the films), but appeared to have infolded nearly completely into the opposing stent graft wall. The infolded stent graft may have also been placed within another stent graft (or a calcified vessel) which was observed completely opposed to the vessel wall. The stent graft lumen(s) were all patent with no evidence of thrombus. No other obvious stent graft issues were seen. The exact cause of the stent graft infolding could not be determined from the single slice post-implant CT image provided. Films during implant and additional films post-implant were not available for review. It is possible that the infolding was anatomy related; implanting within a severely calcified and thrombus filled aorta. Device oversizing (36mm aortic cuff within a 25mm minimum flow lumen diameter aorta) may have also contributed.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 50 mm diameter abdominal aortic aneurysm and ulcer. It was reported that during the index procedure, the endurant aortic cuff was implanted prophylactically without issue. Final angiogram showed no evidence of endoleak. On a follow-up CT scan done approximately three months post index procedure, an extreme fold in the cuff was observed. Despite the fold in the cuff, there was no endoleak observed. Per the physician, the cause of the event was unknown. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the radial infolding in the cuff could not be conclusively determined from the films provided. Films during implant were not available for review. It is possible that the infolding was anatomy related; implanting within a severely calcified and thrombus filled aorta. Device oversizing (36mm aortic cuff within a 25mm minimum flow lumen diameter aorta) may have also contributed. The alleged type iii separation endoleak between the aortic cuff and the fabric of the bifurcate cannot be confirmed from the films provided. Despite the infolding in the cuff, there was no obvious contrast seen outside of the bifurcate/cuff overlap region at the proximal sac. A small amount of contrast was seen outside of the bifurcate limbs, ~ 4 cm below the distal edge of the aortic cuff, along the posterior side. The contrast originated just below the contra gate ring and extended ~ 15 mm distally. The exact source of contrast cannot be determined. There appeared to be sufficient overlap length and oversizing between the contra gate and the contra limb. The aortic wall near the area of contrast was not calcified. No obvious suture break, stent dislocation, or stent fracture was seen near the area of the contrast. Although a type iii separation endoleak cannot be ruled out, the source of the contrast may have been a type ii endoleak. Two patent lumbar arteries were seen on the posterior side of the aneurysm sac, at the level where the contrast was seen. The likely type ii endoleak was anatomy related.

Event description:
Additional information was received. A CT performed revealed that the endurant aortic cuff had infolding and exhibited a type iii separation endoleak between the aortic cuff and the fabric of the endurant ii bifurcate. No proximal type I endoleak was observed and the aneurysm sac size was stable.